Event description:
It was reported during a case, the generator alarmed; the error said the power supply does not have enough voltage. There was no pt harm.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. Eval: the pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into fixed resistors after the hv harness was reconnected. The f8s are caused by the dc power supply having too high of high voltage output. The f8's began on the 68th day of use. Faults are caused by dc power supply having too high of a high voltage output. The dc power supply's high voltage output is monitored by an onboard circuit that alarms if the voltage becomes too high or too low. In this unit, it became marginally too high due to slight noise or temperature variations which cause the f8 warning. The dc power supply was replaced. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.